Manufacturer narrative:
H6: the reported device, used in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No specific product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review for similar reported complaints associated with this part number did not identify any prior similar events. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a shoulder arthroscopy the tenet accessory traction bar is bent and the locking mechanism is compromised. This attachment would not lock the hand holding attachment into place. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.